Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer¿s radiofrequency head connector was loose. It was indicated that the programmer failed thermal sensor testing and that the power supply was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer¿s radiofrequency head connector was loose. The programmer was returned for service. There was no patient involvement.